Manufacturer narrative:
Please note that this report is a duplicate of MDR # 3004939290-2017-00472 and 3004939290-2017-00473.

Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that upon insertion of the ¿atraumatic¿/mynxgrip vascular closure device (vcd) into the procedural sheath introducer, it took a turn into the side port of the sheath. There were no serious complications noted.